Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and connector on the electrical board was not unlocked during visual inspection. Unit communicated properly with glucose sensor simulator and the transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected calibration not accepted messages or change sensor messages noted during testing. The correct test blood glucose value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No sensor glucose anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. And high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported that the insulin pump had a calibration error and the sensor glucose versus blood glucose readings does not match. Customer had a high blood glucose of 400 mg/dl treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.